Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) which was delayed in being detected as the patient's vt rate was being blanked by atrial pacing (ap) beats. It took 8 seconds for the ap sensor driven rate to speed up slightly and allow the vt to be detected. The appropriate therapy was delivered after that. Oversensing on discrimination channel was also noted. Suggested programming changes were made to address the programmed settings. The patient was stable.